Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There wer no non-conformances in the DHR related to the reported event. The company service representative evaluated the unit and found that the atmosphere pressure transducer was reading 637. The correct absolute pressure is (B)(4). Completed adjustments of front end board. Performed the functional tests to meet factory specifications. The unit was released to the customer. A supplemental medwatch report will be submitted if additional info becomes available. (B)(4).

Event description:
The customer reported that during a preventive maintenance (pm) the pressure reading is too low. It reads 616. No pt was involved.